Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had blank display as well as pump error alarm. The blood glucose level was at 62 mg/dl the time of incident. Customer stated that the contacts on the battery cap were neither missing nor damaged. Customer stated that the spring was neither damaged nor corroded. Customer stated that the battery compartment was neither damaged nor corroded. Display did not return after pump restarted. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.